Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The report is in reference to a clinical study patient. It was reported the patient ((B)(6)) had lost stimulation due to lead migration. As a result, the patient was hospitalized from (B)(6) 2017 and his lead was explanted/replaced. Therapy was restored post-op.